Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock and the tubing. The customer's blood glucose level was 250 mg/dl and it was addressed with a manual injection. The customer changed the cartridge and the infusion set; however, the customer stated that there appeared to be air bubbles in the luer lock. Reportedly, the customer observed insulin coming out the end of the tubing.